Event description:
It was reported that the patient experienced a consistent side affect of pressure in the back of the head and some shocking/tingling sensation on the top of his hand when coughing or bending over (this was reproducible and not present when device was off). The pressure in back of the head does not happen immediately post programming but within a 2-4 day time frame. The pressure also goes away with implantable neurostimulator (ins) off. The symptom goes away within 20 minutes, and when turning the ins back on back recurs again in 10 minutes. Reprogramming was tried. The device was currently programmed at 3/90/170/1- and 3+. Current programming takes care of about 70% of the tremor control the nurse was not going to know the affects of pressure for a couple days. The patient was going to call the doctor's office back. Further reprogramming was going to be tried if the current programming did not resolve the issue.

Manufacturer narrative:
(B)(4).